Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 42 mg/dl, a loss of consciousness, and a seizure; cause was unknown. Customer required assistance from paramedics to treat bg level via glucose syrup and carbohydrates. The customer was instructed to consult with healthcare provider regarding bg level.